Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after implant, the device exhibited a missing ventricular pace every hour and a half. The device sensitivity was reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.